Event description:
A malfunction alarm occurred, identified by the code "malf 0," but no notable events happened before the malfunction. There was no adverse impact on the customer¿s blood glucose level. The customer did not experience a recurrence of the malfunction code after resetting the pump with assistance from technical support.